Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump passed self test. No harm requiring medical intervention was reported. The customer discontinued to use the device.

Manufacturer narrative:
(B)(4). Retainer = black. Customer returned the pump for alleged pump error alarm and pump error alarm found on (B)(6) 2021. The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump history and trace files were successfully downloaded using thus. There were no insulin pump error alarms noted during testing. A and a review of the downloaded history files show the pump alarmed insulin pump error alarms that on (B)(6) 2021 at 22:32 and then on (B)(6) 2021 at 21:41 the pump alarmed insulin pump error alarms. The insulin pump error alarms in the history file may have been an intermittent failure that was not detected during our testing. Per global logic analysis this is a hardware fault: motor voltage regulator, other motor hw failure, fault isolated to the hardware. The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (electrical boards), the motor, or the force sensor and the motor flex cable on electrical board was locked properly. The motor was tested outside of the pump on the ngp stb3 and passed. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Insulin pump error alarms are confirmed. Per global logic analysis this is a possible hardware fault. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.